Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the catheter ¿broke¿/was cut in half during slitting while still mostly inside the patient; thus, the physician could not continue slitting due to the loose/detached part. The catheter along with an unknown left ventricular lead, which had just been placed in the correct position, had to be removed, and the process needed to be started all over. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The catheter shaft was torn. The mechanical operation of the catheter shaft was kinked/buckled. The shaft of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in two segments, the slitter was not returned. Slitting started near the centerline on the hub of the delivery catheter. The shaft of the delivery catheter was torn apart at 9.6 cm. Slitting had terminated at 10.5 cm. The shaft of the delivery catheter was kink/buckled at 19.3 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.